Event description:
Two patients samples with discrepant troponin t results. Patient 1, initial result gave 0.337 ng/ml, same sample repeated twice gave results of 0.013 ng/ml and 0.01 ng/ml. Patient 2, initial result <0.010 ng/ml, same sample repeated gave result of 0.087 ng/ml. Initial results reported. Patients not adversely affected. The field service representative was unable to determine the cause of the discrepancy. Performance tests were performed which where within specification.